Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4): the patient completed treatment with antibiotics. The patient recovered from the event of peritonitis on (B)(6) 2013.

Event description:
This report was received from global pharmacovigilance (gpv). This is a spontaneous report by a nurse of peritonitis coincident with peritoneal dialysis (pd) therapy. During a call the following was reported. On an unreported date, a break in aseptic technique had occurred, which caused peritonitis. On (B)(6) 2013, the patient experienced and was hospitalized for peritonitis manifested by cloudy drain. On (B)(6 )2013, training on aseptic technique was started. On an unreported date, the patient was treated with cefuroxime for peritonitis. Action taken with pd therapy was not reported. The patient had not recovered from the event of peritonitis.